Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the autologs report revealed a slight increase in power consumption and estimated flows on 08-apr-2020. Of note it was reported by the site that the patient had a transcatheter aortic valve replacement (tavr) procedure, which is consistent with intermittent decreases in power consumption and estimated flows on 08-apr-2020 observed in the autologs report. Following the procedure, the autologs report revealed a sustained decrease in power consumption and estimated flows and 4 low flow alarms have been logged since 08-apr-2020. Raw controller log files were not available for analysis. The reported thrombus event could not be confirmed due insufficient evidence. Of note, it was reported by the site that a transesophageal echocardiogram (tee) revealed a thrombus in the left ventricular (lv) only a few centimeters from the inflow cannula and the patient was started on a heparin drip and plavix. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the observed high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the most likely root cause of the observed low flow event may be attributed to thrombus at the inflow cannula/outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was taken to the operating room for a transcatheter aortic valve replacement (tavr) procedure due to progressive aortic insufficiency. It was noted that the tavr took several attempts to properly position and the ventricular assist device (vad) was turned off on two occasions during this. Post tavr, the patient's lactate dehydrogenase (ldh) had increased and a transesophageal echocardiogram (tee) was performed. The tee showed a thrombus in the left ventricular (lv) only a few centimeters from the inflow cannula. The patient was started on a heparin drip and a blood thinner. The vad remains in use. No further patient complications have been reported as a result of this event.